Event description:
It was reported that device contamination occurred. The patient presented with stable angina. A rotawire drive was selected for use, however, upon opening the package, foreign material was observed on the rotawire. The procedure was completed with another rotawire drive. There were no patent complications reported.